Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x38mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. A2: age at time of event - 62 years old. D4: lot number - updated from 0022909304 to 0022798801. D4: expiration date - updated from 04/21/2020 to 04/05/2020. H4: device manufacture date - updated from 10/24/2018 to 10/08/2018. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system (sds) catheter was returned for analysis. The stent was not attached to the device on return. The entire stent was damaged. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon body. Visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. Visual and tactile examination of the hypotube shaft found no issues. Visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x38mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.